Event description:
It was reported that during a breast tissue marker placement procedure, the marker button allegedly slid to the lesion site where the coil allegedly got stuck to the needle when it was retracted from the lesion. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one ultraclip dual trigger breast tissue marker for evaluation. Upon visual evaluation the device appeared to have residue throughout the needle. The wire-form was not returned, and it was noted that the device came back fully deployed, no markers were returned with the device and also gaps were noted to the front and back seams of the device. Further functional testing was not performed due to the nature of the complaint. Therefore, the investigation is inconclusive for the reported failure as the functional testing was not performed and investigation is confirmed for the identified detachment of device issue as the gaps were noted to the front and back seams of the device. A definitive root cause for the alleged separation failure and identified detachment issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.